Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the soft keys on the device are torn off. There was no reported patient involvement.